Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the clock of the insulin pump was running slower. Customer¿s blood glucose level was unknown. Customer also reported battery test failure in the past and battery life was diminished. The device will not be returned for analysis.